Event description:
Covidien rec'd a report that during pre-test of tracheal cuff, a nurse found there was air leaking from the bronchial cuff. There was no pt injury.

Manufacturer narrative:
(B)(4). Pending receipt of sample for analysis. If sample is rec'd, a summary of the investigation will be provided in a supplemental report.